Event description:
Noise was present on this rv lead. The lead will be evaluated. Other parameters appear within normal limits.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2018 - rv lead noise and oversensing resulted in multiple inappropriate shocks. Impedance and threshold within normal ranges. The lead was capped and replaced on (B)(6) 2017.